Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information become available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6), 2015 customer reported this lead was capped due to high thresholds. No subsequent device or clinical adverse events have been reported. The lead was implanted for approximately 14 years, 9 months.